Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that troubleshooting included going through all the programs and verifying the patient¿s settings. The cause of the stimulation not being felt could not be determined. The programmer was replaced. No cause of the issue could be determined. The manufacturing representative reported that they had not heard back from the patient since the report date. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient couldn¿t feel his stimulation from his implantable neurostimulator (ins). The ins was 50% charged, the three programs were programmed at the max of 10.5v, and both the recharger and programmer were working fine. There were no warning screens, the stim appeared to be turned on, and there were no reports of falls. There was no explanation to the sudden loss of the patient's stim/therapy. In the end, the rep stated that the programmer should be replaced as a precaution and the patient was referred to their doctor to discuss next steps. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was not feeling stimulation at 10.5 volts. The rep ran an impedance test at 3 volts using electrode 0 as the reference. The results were 6977 ohms on electrode 1, 8270 ohms on electrode 2, and 10016 ohms on electrode 3. Changing the reference electrode gave similar results. The rep was is the process of getting an x-ray to look at the connections. The rep also was to consider palpation. The rep was redirected to follow-up with the healthcare professional for a potential revision. The issue began in (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that there was no change on the x-ray. The cause of the loss of stimulation and high impedance was not determined. There was a plan for a revision in october if the patient was fit and able.